Manufacturer narrative:
Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Ned

Event description:
It was reported that the customer experienced a blood glucose (bg) of 509 mg/dl with an unknown cause. Elevated bg was addressed via a manual insulin injection. System check with tandem technical support confirmed that the pump was functioning as intended. However, reportedly the customer is using insulin that has been exposed to extreme temperatures. Customer was instructed to consult with their healthcare provider.